Event description:
Customer reported the panorama central stations' display had no video output, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The display is currently being evaluated by the vendor.